Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200-400 mg/dl) and a correction bolus was delivered to address bg. Contact alleged cause of elevated bg was due to cartridges not fitting properly on the pump and subsequently, would slide out. Reportedly, customer used humalog in the cartridge for 3 days versus the labeled 48 hours. Customer continued to use pump and manual injections for insulin therapy.